Event description:
Adverse event(s): "+5 diopter was ordered; but a -5 diopter lens implanted" (postoperative refraction, unexpected). Product problem(s): "+5 diopter was ordered; but a -5 diopter lens implanted" (user used incorrect product for intended use [iol (intraocular lens) implant)]. A user facility reported that at a postoperative visit following intraocular lens (iol) implant surgery, it was discovered that the wrong diopter lens was implanted. A +5 diopter was ordered, but a -5 diopter lens was received and implanted. The lens will be exchanged for the correct power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).